Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00 x 12 mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified distal stent damage. The first most distal strut was lifted and pulled proximally. The remainder of the struts were undamaged. The undamaged crimped stent outer diameter (od) was measured which was within the maximum crimped stent specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00x12mm promus element drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.